Manufacturer narrative:
(B)(4). The lot 14d059 was manufactured on april 29, 2014 to april 30, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor experienced backflow during use. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.